Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery m5 sounded different. User stopped using handpiece, staff unplugged the cord, checked the position of the bur and used it again. Doctor noted no change in equipment and that handpiece was feeling hot. Handpiece removed and replaced. There was no harm or injury to the patient.

Manufacturer narrative:
H3: analysis found that could not perform pre repair temperature as motor stalling. Corroded dowel pin. Opening handpiece found handpiece and motor corroded. Correction in b5: event description was updated based on available information which was not provided in previous report. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g04063 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that during functional endoscopic sinus surgery the handpiece ran for about 30 seconds before the surgeon mentioned that it didn¿t sound right. Staff then unplugged and re-plugged the handpiece in. The surgeon ran it for another 20 seconds and confirmed it was getting hot. Irrigation was used.